Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of alarms for no apparent reason was due to the ail. Replaced ail sensor broken op1 due to 242.4030 error. Lvp keypad recall completed. Replaced door assy with keypad. A review of the device history record for sn (B)(4) was performed from date of manufacture 10/24/2018 to the present date 11/7/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
The customer reported the device alarms for no apparent reason. It was reported there was no patient involvement.